Manufacturer narrative:
Initial MDR submission, a follow up will be submitted if additional information becomes available. (B)(4). *OEM is (B)(4), however that information was not available to bd; for this reason carefusion has been listed as the reporting office and manufacturing site.

Event description:
We regularly have injured patients when shaving with surgical clippers ( blade reference 4406 ) would it be possible to provide information/training to the teams?